Manufacturer narrative:
The field service engineer (fse) found the cuvettes were overfilled with rinse water from a nozzle at the rinse station; the cap holder was not in place correctly. The fse replaced the cap holder and the level of cuvette filling was acceptable. The instrument hardware check performed by the customer was acceptable. The fse repeated the affected patient samples and the results were acceptable. The service actions resolved the issue. The investigation determined the event was due to a service maintenance issue.

Event description:
The initial reporter questioned low results for multiple patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 8000 c 702 module. The following are examples of discrepant results for 5 patient samples. Patient 1 initial result was 47 umol/l. The repeat result was 122 umol/l. Patient 2 initial result was 54 umol/l. The repeat result was 81 umol/l. Patient 3 initial result was 52 umol/l. The repeat result was 94 umol/l. On (B)(6) 2023 patient 4 initial result was 61 umol/l. The repeat result was 98 umol/l. On (B)(6) 2023 patient 5 initial result was 66 umol/l. The repeat result was 85 umol/l. The questionable results were not reported outside of the laboratory. The initial results were held for repeat testing. The crej2 reagent lot number and expiration date were not provided.